Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the instrument and found an obstruction in the cap piercer assembly. The fse guided the customer on flushing and removing the obstruction from the cap piercer assembly to resolve the issue, no further leaking was observed. The instrument software version is 5.4.08. (B)(4).

Event description:
The customer reported a contained leak from the cap piercer ton top of the sample tube racks during piercing on their unicel dxc 600 pro synchron system. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.